Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex(tm) plus ureteral stent was implanted in the ureter on (B)(6) 2016 and was scheduled to be removed on (B)(6) 2016. According to the complainant, during the scheduled stent removal, it was found that the stent was calcified and turned black in color (due to the calcification). Although the stent was found calcified, it was reportedly still be able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned device found calcification residues in both renal and bladder pigtails and in the middle section along the catheter extrusion. The evaluation revealed that the stent was calcified. During manufacturing, devices were inspected to ensure that all finished devices meet specifications. Most likely, the issue could have been generated when the device remains in the patient's body for a certain time. Therefore, the most probable root cause assigned to the complaint is "anticipated procedural complication" a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter on (B)(6) 2016 and was scheduled to be removed on (B)(6) 2016. According to the complainant, during the scheduled stent removal, it was found that the stent was calcified and turned black in color (due to the calcification). Although the stent was found calcified, it was reportedly still be able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.